Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until the patient reportedly received a heart transplant. The heartmate 3 lvas IFU, rev. A is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The IFU lists potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced right heart failure, with ascites. Although this was considered to be unrelated, it was unable to be ruled out. The patient was admitted from (B)(6) 2026 to (B)(6) 2026. Though the right heart failure existed before implant, it was unknown if or how device related issues contributed to right heart failure. An ascites puncture was performed